Event description:
The manufacturer's field service engineer (fse) was reported that unit failed the backup battery test during preventative maintenance (pm) service. Customer reported there was no patient involvement.